Event description:
(B)(6) cnss spontaneously reported that pump was left on overnight and leaked over itself and now pump will not work. Serial number unavailable at time of call. Sending replacement. Unk if it contributed to pt / clinical injury. Device available for investigation. Backup device available / used. No other info available. Reported to (B)(6) by health professional.